Manufacturer narrative:
(B)(6). (B)(6) 2015 - the device in question was returned and a detailed evaluation was performed on it. That evaluation concluded that an entrapment hazard could not be confirmed, and any underlying cause or circumstance that may have contributed to the alleged death was not able to be identified. However, during the evaluation, there was evidence observed that is indicative that the bed rails may not have been mounted in the proper location, although this could not be definitively confirmed. However, for functional testing, "the bed rails were mounted in the correct position (11") and the entrapment test was performed." The results of that test showed: "the 53010ivc returned bed met the acceptance criteria in accordance with hospital bed system dimensional and assesment guidance to reduce entrapment."

Event description:
Dealer states they went out to pick up a hospital bed because the patient expired during the night. Patient's daughter alleges her mom's head was between the rails and the mattress. It was a new bed, mattress and rails that were placed in the home per dealer. Additional information from consumer affairs: provider said that the bed was delivered (B)(6) 2015. End user moved in with her daughter at that time so her daughter could care for her. When she got up the morning of (B)(6) 2015, she went in and her mom had gotten caught in the railing and passed away. When the dealer got there after 3pm to pick up the bed, the railing had been lowered and bed was in good condition and functioning properly. Bed had sps1080 mattress and half rails on it.

Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer states they went out to pick up a hospital bed because the patient expired during the night. Patient's daughter alleges her mom's head was between the rails and the mattress. It was a new bed, mattress and rails that were placed in the home per dealer. Additional information from consumer affairs: provider said that the bed was delivered (B)(6) 2015. End user moved in with her daughter at that time so her daughter could care for her. When she got up the morning of (B)(6) 2015, she went in and her mom had gotten caught in the railing and passed away. When the dealer got there after 3pm to pick up the bed, the railing had been lowered and bed was in good condition and functioning properly. Bed had sps1080 mattress and half rails on it.